Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low, out of range, pacing lead impedance alert was observed. The lead was explanted. No adverse consequences to the patient.